Manufacturer narrative:
Unit received with rf pic failed selftest alarm during self test due to a faulty y1 on the rf board. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.